Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 01/03/2012 by fax and mail. A completed questionnaire was received on 01/18/2012. (B)(4).

Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. He indicated the pt has keratoconus. In a follow-up, the surgeon reported the event continues.